Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report that a falsely depressed enzymatic creatinine_3 (ecre3) result was generated on a patient sample on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site multiple times. During these visits, the cse inspected the instrument. Next, the cse ran quality controls (qc), aligned the dilution mixer and performed an acceptable dilution check. The cse checked the dilution arm to carrier alignment, tubings, and fittings, which were acceptable. Next, the cse evaluated the pump manifold and high-pressure pump manifold valves, tubings and fittings from high pressure manifold and did not find any issue. Next, the cse performed an extended probe test and dynamic fluid pressure (dfp) test. Then, the cse replaced the degasser, dilution mixer impeller and dilution probe tubing, 4 black disks for the probe tests, saline tubing close to the pump, and tubings for the dryers on the 2 wash stations. Then, the cse auto aligned the dilution mixer and dilution arm. Next, the cse performed an extended leak test, replaced the pump to the degasser, and performed system stress testing. Additionally, the cse cleaned covers for amix, the reagent used to check if the mixers are performing as expected, performed the acceptance test protocol, and ran patient pools. The cause of the falsely depressed ecre3 result is unknown.

Event description:
The customer reported that a falsely depressed enzymatic creatinine (ecre3) result was obtained on an atellica ch 930 analyzer. The sample was repeated on an alternate atellica ch 930 analyzer and recovered higher than the erroneous result. The repeat result was reported to the physician(s), as the correct result. There are no known reports of patient intervention nor adverse health consequences due to the falsely depressed ecre3 result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00132 with the FDA on 12-jun-2024. Additional information (12-jun-2024): in addition to the actions of siemens customer service engineer (cse) mentioned in the initial report, the cse re-seated all sample arm fluidics connections, replaced the sample arm pump manifold and tubing, and aligned the sample arm. Additionally, the cse replaced valves for the reaction waste and all mixers. The cse also optimized the mixer alignments, primed the instrument, performed segment height mapping with reagent 1 and reagent 2, and ran a stress test, which was acceptable. Then, the cse replaced the cuvettes and performed a successful acceptance test protocol (atp). Siemens concluded that instrument malfunctions, resolved by the cse¿s actions, potentially contributed to the falsely depressed result. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.